Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The sensor interface board was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a manifold pressure sensor failure preventing mechanical ventilation. There was no report of patient involvement.